Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no solution in the reservoir. The reported condition of no flow/non-delivery was not confirmed. Visual examination of the device showed no signs of blockage that could have caused the reported condition. To verify the reported condition, the device was filled with dextrose for a functional test. After fill, prime and flow were readily observed at the luer. Flow continued without stopping until the solution was emptied from the reservoir. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) received a report that an infusor had stopped delivery during patient use. The concomitant medical products are currently unknown. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The sample is available. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.